Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the physician performed an unremarkable novasure endometrial ablation on (B)(6) 2018 and a week later the patient returned to the emergency room (ER) complaining of pain. The patient was transferred to the operating room and the physician "found stool in the [patient's] abdomen". There was no injury to the uterus or any portion of the bowel. The patient is still hospitalized. We have been unable to obtain additional information surrounding this event.